Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: result - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Of note, no recent changes have been made to the design of this device conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the nurse was engaging the safety device on the bd safetyglide¿ insulin syringe when he/she was stuck. Of note, the nurse was reported to have poor focus on the device and was multitasking when the needle stick injury occurred. The source patient had post exposure labs and was (B)(6).